Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced pump migration with an inflatable penile prosthesis (ipp). During consultation the physician indicated the pump worked and believed the placement was fine. However, the pump was not in a desirable position as the patient had a hard time pumping. A revision was performed in which the existing component was removed and a new pump was implanted. The patient fully recovered following the procedure.